Event description:
Boston scientific received information that a low shock impedance measurement less than 20 ohms was detected on this device system. The patient had not received a shock, therefore, the low measurement occurred during the shock lead impedance test. The device was tested with a 31j synchronized shock and appropriate impedances were obtained. A revision procedure was performed and the device was explanted and replaced. The right ventricular (rv) lead proximal coil was removed and capped. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.